Manufacturer narrative:
The stapler 45 sheath accessory has not been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. Verification of the stapler 45 sheath accessory product via system logs cannot be performed because accessory product details are not captured in the system log. A review of the site's complaint history revealed no additional complaints related to this product. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the pictures showed a piece of the distal end of the stapler sheath was detached from the rest of the stapler sheath. The 3rd picture shows an axial tear/cut in the stapler sheath. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the a piece of the stapler 45 sheath accessory fell inside the patient. Although, the stapler 45 sheath accessory was retrieved and no patient harm, adverse outcome, or injury was reported, it is unknown what caused the accessory to break and fall inside the patient. In addition, if the failure mode were to recur, it could cause or contribute to an adverse event. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. There was insufficient product information available to determine the manufacture date.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a part of the stapler sheath fell inside the patient. The intuitive surgical, inc. (Isi) clinical sales representative (csr), who was present during the procedure, stated that while the staff was removing the stapler endowrist 45, a part of the sheath came off and fell inside the patient. The site was able to recover the part that fell inside the patient with no patient injury. The staff replaced the stapler sheath with a new one, and proceeded with the case with no other issues. The stapler functionality was normal, and no stapling issue was noted. The site saved the stapler sheath, and the piece to send back to isi for analysis. The site was completing the procedure, and there was no reported injury. Isi followed up with the isi clinical sales representative (csr) reporter and obtained the following additional information: the surgeon was dissecting a pulmonary lobe when the stapler sheath fell inside of the patient. The surgeon used the stapler 45 instrument for two or more fires, before noticing the fallen fragment. The stapler 45 instrument was inserted and withdrawn in normal operating practices. The stapler 45 instrument and the stapler sheath were inspected before installation by a surgical technician. The stapler instrument was removed during the procedure with the wrist straightened. No post-operative tests were performed to check for remaining fragments. There was no injury to the patient, and the patient did not return to the hospital experiencing any post-surgical complications due to retaining a foreign object. The stapler sheath is not available for failure analysis investigation, however, images were available. The surgeon was not sure what caused the stapler sheath to break and fall inside of the patient.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.